Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age & gender unknown) the defib pads kept disconnecting. The pads were changed without resolution. Complainant indicated that the patient did not require defibrillation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age & gender unknown) the device displayed a "check pads" message. The pads were changed without resolution. Complainant indicated that the patient did not require defibrillation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The device was returned to zoll canada for evaluation. A review of the device clinical file shows messages alerting the user of poor coupling between the patient and the electrodes being used. The x series operator guide (9650-002355-05 rev. G) on page 15-6 states "remove all clothing covering the patient's chest. Dry chest if necessary. If the patient has excessive chest hair, clip or shave it to ensure proper adhesion of the electrodes. Attach hands-free therapy electrodes according to instructions on the electrode packaging. Ensure that the therapy electrodes are making good contact with the patient's skin and are not covering any part of the ECG electrodes. Apply one edge of the pad securely to the patient. Roll the pad smoothly from the applied edge to the other, being careful not to trap any air pockets between the gel and skin." The device passed all testing and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.